Event description:
It was reported a small piece of plastic disrupting a contact on the gib, which caused the system to be down. This resulted in no live image being displayed. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The object was removed and the boards were reseated during the service call. The system was tested nd found to be working as intended and put back into service.